Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the pump¿s black box data and alarm history showed a cs 078 call service alarm. The pump powered on properly with no alarms. During testing, the pump performed the rewind, load and prime steps correctly and was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no evidence of corrosion or damage was found on the motor flex connector, however, there was moisture found on the force sensor housing. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, a pump case crack was found near the lower right corner of display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.